Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's implantable neurostimulator (ins) somehow got "shut off" and needed assistance to turn it back on. Patient confirmed that they already fully charged their ins the previous night. Agent walked patient through connecting to their ins and patient noted seeing the no device response message. Agent reviewed communicator positioning and afterward patient was able to connect to their ins and confirmed that their ins battery was at 100% then able to turn therapy back on.  Troubleshooting steps resolved the reported issue.